Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported red blunt tip needles are coring rubber stoppers. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. A visual inspection of the needle tip was performed with 30x magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305180, lot 4178029. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305180 batch#: 4178029 verbatim: multiple reports of red blunt tip needles coring rubber stoppers from medication vials, leaving product in medication syringe - unusable and unsafe for patient care/administration. Additional info: 1. When was this defect observed? During or before use? After use 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None that I am aware of 3. Total number of occurrences? Numerous, at least 30 known